Event description:
It was reported that during a ptca procedure involving a 90% stenotic lesion in the lad, the maverick otw balloon ruptured at 10 atms on the second inflation. The atms reached on the initial inflation is unknown. The maverick otw catheter was removed and another balloon catheter was used to complete the procedure. No pt injuries or complications were reported.